Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.92v. The device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the battery voltage measured battery voltage was 2.57v but the voltage on the save to disc shows min 2.93v and max of 2.95v as of (B) (6) 2010. The clinician called may 24, 2010 and the most recent patient carelink transmission indicated battery voltage was 2.85v. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6 )2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.92v.